Manufacturer narrative:
The device was discarded and not available for evaluation. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchor of a silent nite 3d sleep appliance broke off. The patient received first appliance in (B)(6) 2024 and reported in (B)(6) 2025 that the band attachment (anchor) broke and discontinued using the device. No report of patient harm or injury. It was reported that the device was cleaned with water prior delivering to patient.